Event description:
A peritoneal dialysis (pd) patient called regarding drain complications alarrn and revealed their catheter (not a fresenius product) was repositioned on an unknown date. The catheter was repositioned as an outpatient procedure. There was no missed treatment. The catheter manufacture's name was requested but was unavailable. The pd catheter is not a fresenius product line. Additionally, there was no allegation against any fresenius peritoneal dialysis products. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).